Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: con418802 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (hw28255) and controller (con418802) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with con418802 revealed one (1) controller power up event with an associated pump start event logged on (B)(6) 2024 at 03:37:51. The data point recorded prior to the loss of power revealed that bat986787 was connected to power port one (1) with 22% relative state of charge (rsoc) and bat986792 was connected to power port two (2) with 55% rsoc. The data point recorded following the loss of power revealed that bat986787 was connected to power port one (1) and no power source was connected to power port two (2). There were no anomalies leading up to the loss of power. The controller was without power for 12 seconds. Log file analysis revealed a motor start event recorded on (B)(6) 2024 at 03:37:58 in which the motor start parameters were atypical. Furthermore, log file analysis log file anal ysis revealed one hundred and fifty-seven (157) low flow alarms logged since (B)(6) 2024. This is an additional finding, unrelated to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient possibly double disconnected the controller by accident. Upon the ventricular assist device (vad) restarting, log file data review demonstrated a motor start event with parameters outside of the typical range the controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system: controller 2.0. D4: model #: 1420. Catalog #: 1420. Expiration date: 31-aug-2023. Serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 08-aug-2022. H5: no. H6: the codes present in section. H6. Correspond to components products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.